Event description:
I had hives around my neck/face and then again around my groin and upper legs. My dermatologist sent me to the emergency room at the local hospital ((B)(6) hospital) to be treated since there was a concern regarding anaphylaxis. I now have to use medication to keep the hives controlled. I have screws/plates at c5-c6 and at l5-s1. I am also showing bone deterioration at these sites. And now I am having migraine headaches that are increasing in frequency. Medtronic is the manufacturer. Test results available if requested. Ref report: mw5169128.